Event description:
Per (B) (4) adverse event report, this lead was noted as not capturing at a post-operative visit. Dislodgement is suspected. "Pt will be scheduled for reimplant of lv lead". All current records indicate that this lead remains implanted.